Event description:
Subsequent to the initial medwatch, additional information received indicates this event was an ischemic, ipsilateral, minor stroke. No additional information was provided.clarification to the initial medwatch: the index carotid procedure was done on (B)(6) 2010 and the patient was discharged to home on (B)(6) 2010. The neurologic event occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use(IFU) is a known observed and potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4). Neurological embolism, embolism, and visual disturbances may occur during this type of procedure and as listed in the instructions for use (IFU), are known observed adverse events associated with the use of the product, and are known no-fault events as listed in the risk assessment report. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that 2 days post acculink stent placement in the right internal carotid artery the patient experienced blurred vision in his right eye. The CT scan of the brain showed no evidence of acute stroke and the eye doctor told the patient that he probably had some small plaque that broke during the procedure. No treatment was given and the patient was discharged home on (B)(6) 2010. The patients condition remains unchanged. Though requested, no additional information was provided.